Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one or two clips did not come out properly from the applier, so it was not possible to apply it on the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned three units 543965 autoendo5 ml for investigation. Two additional tcs, (B)(4), were created for the two extra samples that were returned. All three samples were from the same lot number (73h1600555) so it could not be determined what sample belonged to each tc. The returned samples were visually examined with and without magnification. Visual examination of the returned devices revealed that one sample was returned with a clip partially loaded incorrectly (loaded crooked) in the jaws of the device and the trigger partially engaged. The sample appears used as there is biological material present on the device. The other two samples were returned with the orange indicator clip which indicates that no more clips were remaining in the devices. Reference file (B)(4) for investigation photos. The returned samples were reviewed with a r & d engineer. Functional inspection was performed on the returned samples by attempting to engage the triggers using hand pressure. The two samples that were returned with the orange indicator clips were tested first. For both samples, an audible ratchet sound was heard upon engagement of the trigger which indicates that the internal ratchet ears are intact. As expected, no clips fired from either device since no more clips were remaining in either of them. The third sample was tested next. The clip that was partially loaded into the jaws was manually removed and the trigger cycle was completed on the partially engaged trigger. On the next attempt, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws of the device and close. This was repeated with the same result. The sample was received with 3 clips remaining in the device (including the clip returned in the jaws) indicating that 12 clips were fired by the end user. No defects or anomalies were observed with any of the returned devices. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the samples that were returned. The reported complaint of "clip stuck in applier" was not confirmed based upon the samples received. The customer returned three units 543965 autoendo5 ml for investigation. Two tcs, (B)(4), were created in addition to tc (B)(4) for the two extra samples that were returned. All three samples were from the same lot number (73h1600555) so it could not be determined what sample belonged to each tc. Two of the samples were returned with no clips remaining. Upon functional inspection of the other returned sample, no problems were found as the remaining clips were able to properly load into the jaws and close. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were observed with any of the returned devices. Per DHR the product auto endo5 ml lot # 73h1600555 was manufactured on 10/30/2017 a total of (B)(4) pieces. Lot was released on 11/03/2017. DHR investigation did not show issues related to complaint.

Event description:
It was reported that one or two clips did not come out properly from the applier, so it was not possible to apply it on the patient. There was no reported patient injury.